Event description:
It was reported that the patient presented to the clinic for a pacemaker system extraction due to infection and a non-healing wound. The pacemaker was explanted. The physician did not allege that the infection was related to any abbott device or procedure. The patient was in stable condition throughout the procedure.